Event description:
Patient receiving leucovorin infusion. One hour and forty-five minutes into the 2 hour infusion it was noted that the line was leaking into the pump and dripping onto the floor. Upon further examination, there was a small hole noted to the IV tubing, closest to the eye of the tubing. Pharmacy calculated that the patient received 580mg out of 656mg intended.